Manufacturer narrative:
D1 product name corrected. D4 primary UDI number corrected. D4 model no. Corrected.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. Block a: no patient information provided to date after requests to customer contact 09/28/23 and 10/11/23. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in unit shutdown during a case. The patient was switched to manual ventilation, unit rebooted, and case resumed. There was no patient injury.